Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and pocket erosion. Reportedly, the patient experienced discomfort, pain, dehiscence and fever. There was no additional adverse patient effects were reported. This crt-d was explanted.